Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient's mother called back stating that the patient has been having discomfort with the quick set infusion sets. The patient has very few places to insert the infusion sets, and would like to try the silhouette infusion set due to the excessive no delivery alarms. The mother also wanted the silhouette inserted sent to the patient. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was over 500 mg/dl. No troubleshooting occurred. No significant event leading up to the incident was mentioned.